Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Sedr01 implantable pulse generator (B)(6) 2009. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) early due to high right ventricular (rv) lead threshold and a micro lead dislodgment. The device was explanted, the lead was capped, and both were replaced. No patient complications have been reported as a result of this event.